Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced a low blood glucose (bg) level. The contact did not know how low the bg went or what caused the event. Glucose tablets were consumed by the customer to address the low bg. The contact could not recall further details of the event.